Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump has not given any recent alarms or warnings. No further information was provided. There was no indication the product caused or contributed to an adverse event. Animas customer support made several attempts to contact the reporter for additional clarifying information; however, the reporter did not respond. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.